Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any malfunction code recurred.